Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the customer was hospitalized due to high blood glucose of 400 mg/dl. Customer mentioned high blood glucose might be caused by old or bad insulin. Customer declined troubleshooting. Customer will not be returning the device for analysis.